Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red bumpy rash under the back therapy pads of the lifevest equipment. It was reported that the rash looked like a burn. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient was prescribed hydrocortisone cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.